Event description:
N/a.

Manufacturer narrative:
An event of patient effects of pericardial effusion, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and medical review, the cause for the reported pericardial effusion, cardiac arrest, and death could not be determined. Unexpected medical interventions were likely cascading effects from the event, as pericardiocentesis and resuscitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was chosen for implant. During the procedure, heparin was administered and the device was successfully implanted; the landing zone measurements based on ice equivalents of tee were as follows: at 0 degrees, the ostium measured 23mm and the landing zone 17mm; at 90 degrees, the ostium was 25mm with a landing zone of 19mm; and at 135 degrees, the ostium measured 21mm with a landing zone of 16mm. Within 24 hours post-procedure, and prior to discharge, the patient experienced cardiac arrest.. At the time of the event, the patient¿s vital signs were stable, no pericardial effusion was present, and no arrhythmias were noted. The cause of the event remains unknown, and no additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.